Event description:
It is reported that the tibial trial stem extension was shown to have been left in the patient in post operative x-ray.

Manufacturer narrative:
This report will be amended when our investigation is complete.